Event description:
While checking emergency power during the hospital's maintenance, the ventilator suddenly powered down with a sounding alarm while in use on a patient. However, the patient was not injured. When checked for the problem occurred, a burned-out capacitor was found.

Event description:
Customer reported that while checking emergency power during the hosp's maintenace, the ventilator suddenly powered down with a sounding alarm while in use on a pt. However, the pt was not injured. When checked for the problem occurred, a burned-out capacitor was found on pcb1530a.